Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the water tightness was lost due to a pinhole on universal cord, insulation resistance value did not meet the standard value due to damage on insertion pipe, bending section cover had a scratch, adhesive on bending section cover had a chip, switch #1 was damaged, bending section couldn't be fixed firmly due to damage on forceps elevator lever, the image had white dots due to damage on charged coupled device unit, and the video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited peeling adhesive around the objective lens. There were no reports of patient involvement.